Event description:
The customer contact reported during testing at the user facility, it was noted that the device door roller pin was broken. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. The customer contact stated the device will be repaired at the user facility. Although the device was not returned for testing and investigation, the device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.